Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a fractured cathode coil near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix extension issues and placement difficulties. Lead was returned and analysis was performed, a fractured cathode coil near the terminal end was confirmed. No adverse patient effects were reported.